Event description:
It was reported that there was a suspected infection due to puffiness around the ipg incision site. Additional information received indicated that there was no infection. Infection was ruled out.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A suspected infection at the ipg incision site was reported to abbott. Additional information received indicated that there was no infection. Infection was ruled out. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.